Manufacturer narrative:
The customer emailed bayer customer service and only provided her name. She did not provide an address or telephone number. Product code and serial number for the meter were not provided. It is not possible to determine the manufacture date or 510k number without the meter information.

Event description:
The customer emailed customer service and alleged she received blood glucose readings of 92 and 55 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Customer service responded to the customer's email and asked for her phone number so that she could be contacted. There has been no additional contact from the customer. No product will be returned.